Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 12/10/2025, the patient was sleeping and no symptoms prior to the event were reported. The spouse observed cgm values were decreasing on the follow app, so she attempted to wake him and offer food and drink to raise his bg level. No bg fs or cgm values were specified for this time period. The patient did not cooperate and spit out the food, so the spouse called ems. Upon arrival the bg fs by paramedics was 50 mg/dl and the cgm value was 80 mg/dl. They administered a glucagon injection to raise his bg level. After treatment his bg stabilized. He remained at home and was in good condition after the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.